Manufacturer narrative:
The device was returned for eval and it was determined that the calibration was not within specifications.

Event description:
It was reported that the air dermatome was not producing good grafts. No injury or adverse consequences were reported as a result of the incident.